Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 2 patient samples on a cobas c513 analyzer commercial system. On (B)(6) 2023, the initial result for patient 1 was 12.54%. The result was reported outside of the laboratory. On (B)(6) 2023, the sample was repeated and the result was 5.47%. On (B)(6) 2023, the initial result for patient 3 was 10.7%. The result was reported outside of the laboratory. The sample was repeated and the result was 5.4%. The date of the repeat testing was requested but not provided. The repeat results were deemed correct. The reagent lot is 629580. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that the gear pump pressure was very low, a bent rinse station nozzle, and there was contamination in the water tank. The fse adjusted the gear pump head, adjusted rinse nozzle 1, cleaned the water container, and replaced the sample probes. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.